Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated

Event description:
Related manufacturer reference number: 1627487-2019-08406. Related manufacturer reference number: 1627487-2019-08407. It was reported the patient experienced ineffective stimulation with their drg system. Reprogramming did not resolve the issue. Patient has adequate coverage but no pain relief. As such, surgical intervention took place on (B)(6) 2019 wherein the entire drg system was explanted to address the issue.